Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas 8000 ise 1800 module. The sample initially resulted in a sodium value of 129 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 139 mmol/l.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The provided quality control data for sodium showed recovery that was too low. No further information was provided. The investigation could not identify a product problem. The cause of the event could not be determined.